Manufacturer narrative:
The device was not returned for evaluation. There were no anomalies identified during the internal review of the DHR of the system console. Bleeding is a known short term complication when a lung biopsy is performed during a transbronchial lung biopsy or CT guided percutaneous biopsy. If additional information is received a follow-up report will be submitted.

Event description:
The patient experienced bleeding following a superdimension procedure. All endoscopic tools and the bronchoscope had been removed. During suctioning the patient experienced bleeding and required re-intubation and was admitted to the ICU. The patient was discharged from the hospital two days later. The physician did not attribute the bleeding to a specific tool or system. If additional information pertinent to the incident is obtained a follow-up report will be submitted.